Event description:
(B)(4) fracture of filter. This complaint was published at archives of internal medicine, research letter "frequent fracture of trapease inferior vena cava filters: a long-term follow-up assessment" by masaki sano, md et al. The patient was a male, (B)(6). There was no additional information regarding the patient. Unknown date: the indication for trapease inferior vena cava filter placement was for dvt and pte. Thirty four months later after the implantation: a single fracture of the implanted filter was observed because of compression of the vertebral body. There will be no further information available for this event. Thrombus was also found inside two filters unidentified cases.

Manufacturer narrative:
Please note that the exact event date is not known but for purposes of the emdr submission the publication date was chosen. Please note that the lot number is unknown and is not available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This complaint was published in archives of internal medicine, research letter "frequent fracture of trapease inferior vena cava filters: a long-term follow-up assessment" by masaki sano, md et al. The patient was a male, (B)(6). There was no additional information regarding the patient. Unknown date: the indication for trapease inferior vena cava filter placement was for dvt and pte. Thirty four months later after the implantation: a single fracture of the implanted filter was observed because of compression of the vertebral body. There will be no further information available for this event. Thrombus was also found inside two filters in unidentified cases. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Thrombus in the filter does not represent a device malfunction. Thrombosis in the filter is a well known potential complication and occurs in approximately 3.6 to 11.2 % of all patients. It is recognized that thrombi usually develop first in the calf veins, "growing" in the direction of flow of the vein. Dvts are distinguished as being above or below the popliteal vein. Very extensive dvts can extend into the iliac veins or the inferior vena cava. Factors that may have influenced the event include patient, pharmacological and lesion. Clinical study data and a review of published literature supports the safety and performance of vena cava filters when used as intended. The safety profile and types/incidences of complications reported in the literature were consistent with hazards identified in the product risk assessments, with reported complaints since product introduction worldwide, and with known hazards identified for these types of devices. Although reports of adverse clinical sequelae from filter fractures are rare, filter fracture is a potential complication of vena cava filters during both deployment and implantation. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut.